Manufacturer narrative:
Device available for eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. The returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded and there was fluid in the balloon. The balloon, markerbands, inner/outer shaft, port weld/exit notch, and hypotube were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube, a shaft damage (stretched/inflated shaft) located directly behind the proximal weld that was 5 mm in length; shaft and port weld were damaged (stretched and buckled) starting 24.5 cm from the tip and continuing through the port weld, the balloon was damaged (bunched). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that a shaft break and removal difficulty occurred. The 90% stenosed, concentric and de novo target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, the shaft became deformed and eventually broke at the middle of the ball. The procedure was completed with another balloon of the same size. It was also reported that removal difficulties occurred. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break and removal difficulty occurred. The 90% stenosed, concentric and de novo target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilatation. However, the shaft became deformed and eventually broke at the middle of the ball. The procedure was completed with another balloon of the same size. It was also reported that removal difficulties occurred. No patient complications were reported and the patient's status was stable.